Event description:
The customer reported the system is not producing an image despite x-rays being continuously on and the exposure light being lit. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the ps1 power supply. System operates as intended. (B) (4).